Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in clinic follow up, upon completion of threshold testing with this pacemaker and another manufacturer's right ventricular (rv) lead, the end test button was selected on the programmer, however, a couple more beats of ventricular pacing were observed with no capture resulting in greater than 2 seconds of asystole before the test actually ended. It was noted that the initial test was performed using radio frequency (rf) telemetry. A second threshold test was performed using wanded telemetry, however, produced the same result. No adverse patient effects were reported. Boston scientific technical services (ts) reviewed the test strip and discussed that the end test command was likely not received by the device until 1-2 seconds after the end test button was pressed. Ts discussed that this delay is commonly associated with telemetry interference. This product remains implanted and in service.